Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell four of five. The home patient (hp) was connected at the time of the alarm. The hp stated that there was an unspecified leak in a supply bag. Upon follow up with the hp, they further clarified that they could not identify a hole or anything in the solution bag or the cassette that could lead to a leak. The technical service representative (tsr) advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.